Event description:
It was reported that the pulse generator exhibited oversensing on the atrial channel. The atrial sensitivity was adjusted which resolved the issue and the device remained implanted. No patient symptoms were reported.